Manufacturer narrative:
Additional information was provided regarding the event and patient's implant experience as the following: the pump could not be vented in the setup. The process was aborted and the pump was manually vented via the purge menu. After this it works. This problem has appeared more often. No patient issue. It was further noted that priming a demo pump with nurse and it worked. It was agreed with the customer to prime together at the next protected percutaneous coronary intervention (pci).

Event description:
The complainant reported that during preparation for clinical use of an impella system, the pump could not be vented during the setup process. The setup was aborted, and the pump was manually vented using the purge menu. Following manual venting, the system was reported to be functioning as expected. It was additionally reported that similar issues have occurred previously. The issue was identified during device setup and not during clinical use. No patient involvement was reported, and no signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A5. Ethnicity is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and noted the following: the priming issue occurred more often and it is believed the automated impella controller (aic) is the problem. The purge cassette is not available. A complaint record was created for the aic. This cassette device report is one of two associated with the event. Refer to h10 for the related report number for the aic. Further information was received and provided an update on the patient's outcome post mechanical circulatory support as the following: the patient was successfully weaned and the pump used was explanted with a survived patient outcome.